Event description:
During the retrieval of an object the physician felt some resistance with the device. Physician visualized the situation on fluoroscopy and noticed the detachment of the marker at end of the catheter. Physician found it had moved to the heart. Physician completed the case with the same device, the pt was safe and the marker stayed inside the pt.

Manufacturer narrative:
Multiple attempts were made to capture further info, however, the response received was that they will not communicate the info.